Event description:
The affiliate reported: during the v-p procedure, the sensor was implanted and the initial pressure indicated was 19mm/hg, then the pressure dropped to 30mm/hg below zero and kept as 20mm/hg. The patient is fine with no adverse event occurred. The sensor has to be removed. The surgeon has also confirmed the zero adjusting process has followed as per IFU. (During use on patient)

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The supplier performed a review of quality documents and evaluated the returned device. The review of quality documents found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The device evaluation found no visible damage to the sensor, catheter material, or connector. The catheter was received in a drainage tube with suture attached. Linearity/hysteresis and internal calibration tests were unable to be performed due to the drainage tube. Based on the evaluation of the device as it was returned, the supplier was unable to confirm the reported complaint. The supplier did not anticipate any further investigation or corrective action would be necessary. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.